Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during initial check of the device prior to implant, it showed a gray voltage bar. The device was not implanted and a new device was used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.